Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed using a 21 mm balloon. The valve was implanted using a non-medtronic super stiff wire. The valve dislodged. Subsequently, the valve was snared and a second valve was implanted. No additional adverse patient effects were reported.